Event description:
One person reports that while working in the maintenance department co continually worked with, used, handled and came into contact with latex powdered gloves mfg by several different glove MFR. This exposure, reportedly, led this person to experience the following symptoms: asthma, shortness of breath, rhinitis, respiratory problems, tightness in the chest, dizziness, skin rashes, hives, contact dermatitis, urticaria, discomfort, depression and emotional distress.